Event description:
When cold snare was in the scope, the endo tech attempted to open the snare for a polypectomy. The snare would not open fully. The snare was removed from the scope and still would not open fully outside of the scope.